Manufacturer narrative:
Related complaint- MFR# 3007042319-2017-03559. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. The patient was noted to have an intracranial hemorrhage three months prior. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that during a scheduled follow-up computerized tomography (CT) scan on (B)(6) 2011 a change was noted. The CT scan showed an acute/subacute area of infarct within the left parietal region of the brain. There was redemonstration of the left occipital pole stroke with encephalomalacia and ex vacuo dilatation of the temporal horn of the left lateral ventricle. There is an old infarct within the left thalamus. There was no evidence of acute intracranial hemorrhage, mass, mass-effect, extra-axial fluid collection, midline shift, or hydrocephalus. Diagnosis was silent acute/subacute parietal ischemic stroke. The patient was hospitalized and the event was considered resolved on (B)(6) 2011. No further information has been provided.